Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had a fall due to high stimulation in the legs. It was noted that the patients lead had moved significantly in the epidural space during the whole trial resulted in inadequate stimulation. The patient underwent a lead pull.

Event description:
It was reported that the patient had a fall due to high stimulation in the legs. It was noted that the patients lead had moved significantly in the epidural space during the whole trial resulted in inadequate stimulation. The patient underwent a lead pull. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned.